Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all keypad buttons functioned normally. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect of the button contacts. The pump was disassembled for investigation and did not reveal any evidence of internal contamination or loose keypad flex components. Investigation was not able to confirm or duplicate the complaint.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok keypad button is intermittently unresponsive. The patient denied any damage to the keypad. The patient reportedly wears the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.